Manufacturer narrative:
One obtryx halo system was received with a product label. Per the external manufacturer's (em) investigation, the sleeve appears to be stretched at the point of breakage. The associated loops of the mesh assembly were not broken. Based on the condition of the device as analyzed by the em, it appears that the device may have been mishandled. Complaint trending has not shown this failure mode to have a significant recurrence. A lot history search was performed on lot number 0ml5120505, revealing no other complaints toward this lot. A root cause for the failure could not be determined.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific that during a transobturator sling procedure, the hook on the mesh broke. Upon follow up, it was reported that a second similar product was used to complete the procedure, which was reported as "successful". Patient age and weight were not provided.